Manufacturer narrative:
Additional information was added to h4, h6, and h10: h4: the lot was manufactured between january 22, 2023 ¿ january 23, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch mw5150817 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked. This occurred prior to patient use. The bag was used to compound total parenteral nutrition or cardioplegia. There was no patient involvement. No additional information is available.